Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the ins and lead were explanted on (B)(6) 2020 but the distal tip and 4 electrodes broke off below the sacrum and are still implanted. Per the caller (MRI tech), the patient a nd husband were notified of the issue. No further patient complications are anticipated or expected as a result of this event.